Event description:
It was reported that in (B)(6) 2010, the patient began experiencing back pain after shoveling snow. In (B)(6) 2010, the patient underwent MRI exam, the result of which was interpreted as "bad disk". The patient underwent surgery, consisting of: (1) an axialif from l5-s1, (2) a laminectomy from l4-l5 and l5-s1, and (3) a foraminotomy from l4-l5 and l5-s1. Rhbmp-2/acs was used in the surgery. After a month of recovery and two weeks of physical therapy along with a pain management course, the patient's pain was worse than ever before. On (B)(6) 2010, the patient underwent another surgery, consisting of a right side disectomy and laminectomy from l4-l5, using rhbmp-2/acs again. In (B)(6) of 2010, the patient underwent a revision surgery st l4-s1, again using rhbmp-2/acs. Prior to having surgical procedures, the patient experienced some lower back pain, as well as pain in his legs with occasional numbness. During this time, the patient was able to continue to work 60 hours per week. Post-op, the patient suffered from extreme pain far worse than anything he had felt prior to (B)(6) of 2010. The patient had been on disability and required the use of a cane to achieve some small measure of mobility. The patient was unable to sit for long periods of time and had trouble sleeping due to the pain that he had been suffering now.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.